Event description:
It was reported that during a stenting treatment procedure, stent deployment difficulties occurred.after a 7x79x75 epic vascular stent was placed and the delivery system was removed through an introducer sheath, the physician attempted to advance a balloon catheter through the sheath but was unsuccessful. It was noted that the stent was deployed partially in the sheath, obstructing the sheath. The physician removed the introducer sheath and the stent came out with it. Another 7x79x75 epic vascular stent was deployed successfully to complete the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).